Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0118429v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
A manufacturer representative reported that there were impedance issues with the patient's current system. Measurements were taken and contact 6 was greater than 20,000 ohms. It was reported that the patient was receiving therapeutic benefit, but after about 90 minutes of stimulation, the patient would experience a discomfort at the lead and extension site. The patient reported it as feeling like a burning, deep ache sensation. It was reported that the patient didn't experience any symptoms when the implantable neurostimulator (ins) was turned off and the discomfort would go away within about 30 minutes of the stimulation being off. It was noted that the manufacturer representative would be able to program around the discovered issue and was currently using about 12 combinations. The possibility of taking impedances again at a later date and in different positions was reviewed. It was noted that the patient's discomfort began with their previous system and continued with their current device. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain, failed back surgery syndrome, and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.